Manufacturer narrative:
Follow-up # 1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 05/28/2015 with the following findings: a review of the pump¿s black box history showed that a temporary basal program was started on (B)(6) 2015 at 9:00. At 9:04 a prime was performed, which cancelled the temporary basal program. The user¿s manual states that temporary basal programs are cancelled after changing the battery and/or priming. A 1.0 hour temporary basal was programmed in the pump and the pump successfully completed the temporary basal program with no errors or cancellations occurring. The complaint that the pump cancelled a temporary bolus program was not able to be duplicated during investigation. No defects were found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was not saving the temporary basal settings. It was noted that the temporary basal setting would shut off after a few minutes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.